Event description:
This x-ray system indicated digital processing not available and no storage space available then shuts down. This has happened three times.

Manufacturer narrative:
Conclusions - the investigation found the root cause was a damaged cable. Based on failure/trend analysis, there is no exceptional replacement rate of this cable. There is no required mandatory field action.